Manufacturer narrative:
The lot code provided was dhv017 which is an invalid lot. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that they mixed two doses of speed-set per usual protocol. They noticed what appeared to be unmixed lumps. They stated it almost looked like "tapioca pudding". That batch was thrown and they attempted to mix another two doses and same result was experienced. This batch was thrown out and regular simplex of a different lot was then mixed without any issues.

Manufacturer narrative:
An event regarding a lumpy appearance of the cement during mixing involving simplex bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as, although there was patient involvement, no adverse consequences were reported. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported lumpy appearance of the bone cement during mixing cannot be confirmed. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event.

Event description:
It was reported that they mixed two doses of speedset per usual protocol. They noticed what appeared to be unmixed lumps. They stated it almost looked like "tapioca pudding". That batch was thrown and they attempted to mix another two doses and same result was experienced. This batch was thrown out and regular simplex of a different lot was then mixed without any issues.